Event description:
The pt was implanted for low back and right leg pain. It was reported the pt only felt stimulation in his left leg after he sat down. Reprogramming was unable to recapture effective stimulation coverage. X-rays revealed the lead had migrated. Surgical intervention will be undertaken to resolve the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history. See scanned page.